Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during procedural setup, the aquabeam robotic system generated an ¿e22 ¿ motorpack error¿ and "e23 - motorpack error." Despite multiple troubleshooting attempts, the issue could not be resolved. A new handpiece was then used to successfully complete the procedure. The reported event caused a procedural delay of over 20 minutes while the patient was under anesthesia. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
The aquabeam handpiece was returned for investigation. During functional testing, an e22 and e31 error triggered upon docking and could not be cleared, confirming the reported failure. The root cause of the failure was unable to be determined. A review of the device history record (DHR) for ab2000 serial number (B)(6)/ aquabeam handpiece lot number 24c02543 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported failure. The review indicated that the device met all design and manufacturing specifications when released for distribution. The current user manual sj-um0101-00 rev. C, aquabeam robotic system user manual, us, english was reviewed. Table 5: system detected errors and faults e22 ¿ motorpack error: release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. E23 ¿ motorpack error: release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. E31 ¿ motorpack error: release foot pedal and click x. If error persists, replace handpiece. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.